Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not replicated during the field evaluation. There were no issues when the system was powered on. The fse was able to confirm errors 307 and 319 upon review of the system event logs. The cables from the patient side cart (psc) touchpad were reconnected, and a system restart was perform with no errors. The fse proactively replaced the psc touchscreen display due to a potential failure. The touchscreen was programmed and calibrated. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has not received the psc touchscreen display for failure analysis investigation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. A review of the system logs confirmed the reported errors had occurred. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a da vinci system malfunction occurred, rendering the da vinci system unavailable for use after the start of a surgical procedure. As a result, the procedure was converted and completed laparoscopically. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy with lymph node dissection surgical procedure, the system intermittently generated non-recoverable errors 252, 307 and 319. The led's on all patient side cart (psc) arms were red and the psc touchscreen was not responding. The clinical sales representative (csr) rebooted the system and swapped the blue fiber cable with the second surgeon side console (ssc). The customer continued the case robotically for approximately one hour before the error returned. The customer contacted the field service engineer (fse) for troubleshooting assistance and provided a screen copy of the pop-up log for review. The fse identified the system generated error 319 p1=a9 and had the customer check the endoscope controller/video processor (ec/vp) power status. The customer indicated the power status was on and connected. The fse had the customer perform a hard power cycle on the system, but the error persisted. The customer was unable to continue with the procedure with the robotic system. The procedure was converted to laparoscopic surgery with no report of patient harm or injury. Due to the reported event, there was a surgical delay of greater than 30 minutes. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the functionality of the system was checked upon powering on. The system initially powered on without errors, but intermittent errors were noted from time to time. The laparoscopic surgery was completed successfully. The patient was in stable and normal condition.

Manufacturer narrative:
The touchpad was sent to the original equipment manufacturer (OEM). Upon evaluation, the rom (read only memory) was replaced. A power cycle text was performed with text fixture. The touchscreen was calibrated, and the touch test passed. Boot-up test and the lcd display test were okay. All functional tests passed. Reload isi os (operating systems) passed. Based on the additional information, there is no change in the reportability decision; this complaint remains reportable due to the following conclusion: a da vinci system malfunction occurred, rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: d10, g4, g7, h2, h3, h6, h10 corrected information can be found in the following sections: b6, b7. Additional information: 4310 - the patient side cart (psc) touchscreen display involved with this complaint was returned and device evaluation was completed. Failure analysis could not reproduce the reported failure of "non-recoverable fault 307 & 319". The error was confirmed via error/system logs. The unit was installed into the printed circuit assembly (pca) xi test system, and the psc started up in normal mode with no errors. The unit passed communication and had good video. The calibration screen was functional. Ten power cycles/burn-in were executed without any issue. There was no trouble found with this unit. On (B)(6) 2020, intuitive surgical, inc. (Isi) was informed that the customer "claimed the procedure converted to laparoscopic surgery, patient has a few bleeding¿. Isi followed up with the customer and obtained the following additional information on (B)(6) 2020 from the or nurse. The bleeding was noted from "some root vessel on sacroiliac near cortical bone¿ during the robotic portion of the procedure. The blood loss amount was approximately 400ml. The customer noted there was no allegation that the robotic procedure was the cause of the bleeding. One unit of red blood cells was provided to the patient. There were no intraoperative complications during the procedure and there were no known post-operative complications. There were no medical intervention administered due to the intra or post-operative complication. No video recording of the procedure is available for review.